Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion exhibiting 90% stenosis located in the mid diagonal branch. The device was inspected with no issues. Negative prep was not performed. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and stent deformation was observed. The procedure was completed using another 2.50x26mm resolute onyx stent. No patient injury was reported.

Manufacturer narrative:
The lesion was pre-dilated with a 2.25 x 20mm non-medtronic balloon. If information is provided in the future, a supplemental report will be issued.